Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged bleeding event requiring surgery is related to the v.a.c.® dressing. The patient was on blood thinners at the time of the alleged event. Additionally, the patient had a post-surgical debridement procedure ten days before the current bleeding episode. Debridement following bilateral endarterectomy is typically performed due to a preexisting infection, which can compromise the integrity of blood vessels and cause bleeding. A device evaluation and a device history record review could not be performed. The patient allegedly stepped on the v.a.c.® dressing tubing and pulled the dressing off the wound; therefore, this event is being reported due to potential use error. Device labeling, available in print and online, states: contraindications. Do not place foam dressings of the v.a.c.® therapy system directly in contact with exposed blood vessels, anastomotic sites, organs, or nerves. Warnings. Bleeding: with or without using v.a.c.® therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal: · patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts) / organ. Infection. Trauma. Radiation. Patients without adequate wound hemostasis. Patients who have been administered anticoagulants or platelet aggregation inhibitors. Patients who do not have adequate tissue coverage over vascular structures. If v.a.c.® therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c.® therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c.® therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c.® therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. Protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy. Always ensure that v.a.c.® foam dressings do not come in contact with vessels or organs. Use a thick layer of natural tissue should provide the most effective protection. If a thick layer of natural tissue is not available or is not surgically possible, multiple layers of non-adherent dressing material may be considered as an alternative, if deemed by the treating physician to provide a complete protective barrier. If using non-adherent materials, ensure they are secured in a manner that will maintain their protective position throughout therapy. Carrying case: use the adjustable strap to wear the carrying case across your chest. Keep the therapy unit in the carrying case when in use. Tubing storage straps are provided. Fall prevention tips follow these safety tips to help prevent slips or falls while using the v.a.c.® therapy system: know your surroundings. Avoid possible tripping hazards, such as throw rugs, extension cords, and uneven floors. Safely store and secure any excess power cord and tubing to prevent tripping. See the therapy unit user manual for how to properly secure tubing. Be cautious of door knobs and other household objects that could catch exposed tubing. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.

Event description:
On 29-jul-2024, the following information received via clinical records from the hospital were reviewed: on (B)(6) 2024, the patient presented to the emergency department with bleeding from left postoperative wound after his v.a.c.® dressing was allegedly ripped off. He was recently hospitalized and had bilateral groin surgical wounds debrided on (B)(6) 2024. The activ.a.c.¿ therapy system with ion progress¿ remote therapy monitoring was placed, and the patient was discharged home. Patient thought around 5pm he stepped on the tubing to his wound v.a.c.® dressing, ripping it off, and has had ongoing bleeding ever since. He denied any blood thinner use other than baby aspirin. On 01-aug-2024, the following information received via clinical records from the hospital were reviewed: patient had a history of peripheral artery disease. He had a recent bilateral femoral endarterectomy with patch angioplasty and retrograde aortoiliac intervention. He was on aspirin and clopidogrel at the time of the alleged event. On prior admission, the patient experienced bilateral wound dehiscence, wound infection, bilateral groin debridement and v.a.c.® therapy placement on (B)(6) 2024. Patient underwent surgical exploration and control of hemorrhage on (B)(6) 2024 with return to the operating room on (B)(6) 2024 for primary repair of deep femoral vein and placement of antibiotic beads. Plastic surgery was consulted. He underwent left groin washout, left sartorius muscle flap coverage of the left femoral artery, and placement of prevena¿ incision management system. The patient required multiple blood products on presentation and 1-unit packed red blood cells on (B)(6) 2024. Hemoglobin was stabilized and aspirin was restarted. He will eventually need to be placed back on clopidogrel. He required pressor support initially but has been off for more than 24 hours. The v.a.c.® dressing lot number was not provided, and the dressing was not returned; therefore, a device history record review and a device evaluation could not be performed.